Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device could not secure a cutter device, and would run in the locked position. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation it was determined that the device could not secure/lock the cutter device, the locking components were damaged, and the device would run in the locked position. It was further determined that the device failed pretest for cutter lock assessment and safety assessment. It was noted that the device failed the cutter lock assessment as the cutter could not be inserted. Also, the device failed the safety assessment as the device operates with the safety engaged (power broken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.